Event description:
In 2009, the pt reported that last night she received an e4 (occlusion) error and she removed her infusion site and reinserted it in a different area. She stated that when she woke up at 8:00 am, the infusion site had fallen out completely and her blood glucose was elevated to 400 mg/dl. She injected insulin via pen and syringe and her blood glucose lowered to 300 mg/dl. She stated that since she has reused the infusion site, the adhesive was not as sticky causing it to fall out. She stated that she was without insulin for 3-4 hours. The infusion site had been in use for 2-4 days. She stated that she typically changes the infusion site every 5 days. She was advised to change the infusion site every 2 days. Upon follow up four days later, the pt stated that her blood glucose had returned to normal. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for eval.